Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in the united kingdom. During opening of the large box of a 26mm sapien 3 ultra kit, the valve found inside was a 23mm sapien 3 ultra. The reference on valve box showed 9750tfx26, however, valve size was a 23mm with green labeling. The valve was not used. The size on the jar is unknown as there was a conflict in sizing, the valve was left in the white box. The size on the blue tag inside the jar is unknown as the valve was left in the white box unopened. The 26mm ta certitude kit was prepped and used. A new valve was taken from another 26mm ta back up kit and implanted.

Manufacturer narrative:
Supplemental report submitted to include pre-decontamination findings. As per predeco evaluation of the device, the following was observed: in the self-box , the size (23 mm) indicated did not match up with the model number (9750tfx26). The information in the solution jar and the ID card inside the self-box indicated: model (9750tfx26), size (26 mm) and serial number (B)(6). The s/n tag attached into the holder indicated (26a (B)(6)).

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. As per engineering evaluation of the device, the following was observed: on the self-box, the size (23 mm) was incorrect and did not match up with the model number (9750tfx26). The information in the solution jar and the ID card inside the self-box indicated: model (9750tfx26), size (26 mm) and serial number ((B)(6)). The s/n tag attached into the holder indicated (26a (B)(6)). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of incorrect labeling information was confirmed based on provided photos from the site and returned product evaluation. Based on the returned device evaluation, a supplier non-conformance was identified. A review of device history record, lot history and manufacturing mitigation revealed that a potential manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies. As such, available information suggests that supplier non-conformance (operator failed to follow procedure) contributed to the complaint event. A CAPA and product risk assessment (pra) were also initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.